Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation an episode of noise was noted on the right atrial lead. The noise could not be reproduced in clinic. All other electrical measurements were normal. No intervention was performed and the patient would continue to be monitored.